Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the ventilator alarmed for two technical error codes, indicating disabled valves and internal memory error. There was no patient harm. (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(6). The customer did not request any service. The evaluation of the received device logs showed that after the start of the nebulizing program, a software error alarm indicating failed handling of remaining nebulizing time was generated four times in a row. This prompted automatic restarts of the breathing sub-system to rectify the detected problem after each of these software error alarms. After four unsuccessful restarts with persistent inability to handle the remaining nebulization time, the ventilator per design, subsequently generated a technical error code indicating disabled valves. The conditions causing this problem were lost when the ventilator, manually, was turned off and on again (rebooted) which indicates that the cause was a temporary corruption of data, or data that was momentarily perceived as corrupt, by the breathing sub-system at the time. In conjunction with the four unsuccessful restarts attempts, the breathing sub-system could not connect to its persistent memory which has parameter information stored. In such situation, the ventilator will by design start up in infant patient category with default settings. The conclusion is that a problem occurred with the breathing sub-system. It was detected by the system and alarms were generated. The cause was a temporary corruption of data.

Event description:
Importer ref. #: (B)(4).